Event description:
Cannula breakage. The spike from the needleless piggyback adapter broke off and lodged in the IV tubing. No pt harm identified. Note from nurse, enclosed in returned sample package, states "broken off of new needlesless adapter when removed from main line. Broken piece 1/2 in and 1/2 out of rubber adapter (injection site) mainline" and another natation stated " add to problem list. Am not sure why they removed it". A second sample, minus a cannula, was also rec'd, but no info concerning this event was provided. Reported by user facility - medwatch uf report # 3300480000-1999-0002.